Manufacturer narrative:
(B) (4). A lead with unk serial number was returned. A follow-up report will be filed when analysis is completed.

Event description:
The lead was reported as defective. No other information provided. Additional information has been requested from the healthcare professional, but was not available at the time of this report.